Event description:
Pt underwent revision of right total hip due to massive failure of the acetabular component. The polyethylene portion was found to be fragmented in serveral large pieces which were displaced. Other surgical findings included extensive osteolysis and bone deficiency of the proximal right femur with extensive metallosis and synovitis. The acetabular component was revised with bone grafting and the femoral head was exchanged.